Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis on unknown date. It was mentioned that customer was still weak since she was recently discharged and she was still a bit confused. It was unknown whether the auto mode feature was active at time of event. The customer presently was on manual injections. The insulin pump will not be returned for analysis.